Manufacturer narrative:
Depuy still considers this investigation to be closed.

Manufacturer narrative:
Visual examination of the returned liner finds a fracture of the material. The fractured portion was not returned. There is evidence of edge loading leading to failure of the polyethylene material and subsequent disassociation from the acetabular cup. A lot code was not provided by the complainant and cannot be determined in this investigation because of the damage present. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. Through product trending, the occurrence rate for this type of failure is known to be very small. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update 02/18/2013 - revision operative notes and x-rays received. The complaint has been reopened. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. Per analyst request, additional investigational inputs were made. Revision operative notes and x-rays were obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address significant wear of the liner. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Medical records/x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.